Event description:
It was reported that the pacemaker implanted on this patient, triggered lead safety switch (lss) due to high impedances out of range on this right ventricular (rv) lead. Additionally, the pacemaker exhibited noisy signals and oversensing. Subsequently this rv lead was surgically abandoned and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.